Event description:
A report was received that a pt will undergo a pocket revision procedure. The pt has been experiencing charging inefficiency ever since a prior pocket revision in 2009. The pt's pocket site is also inflamed, red and tender to the touch. The pocket revision is scheduled to occur at a later date.